Event description:
Customer reported via phone call that they experienced was high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. Blood glucose value at the time of call was 180 mg/dl. Customer did not experienced any symptoms of high blood glucose value. Customer was not using auto mode. The customer will continue use of the device. No further patients complications were reported. The customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.